Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what is the product code and lot number of the device that the reload was used with? Alert date corrected from (B)(6). This was not a reprocessed item. Not a clinical trial. Was being used with an echelon 45 stapler, code not provided.

Event description:
It was reported that during an unknown procedure, the surgeon fired the device with a white reload on the mesentery of the colon. It was a successful firing sequence and device was removed from the patient. The surgeon noticed a malformed staple in the staple line and removed it from the patient. He placed a laparoscopic clip at that site to reinforce the staple line. There where no adverse events and surgeon successfully completed the case.